Event description:
This is the second of three reports (same product ID, same product problem, same facility). Linked to mfg reports: 9612007-2016-00021 and 9612007-2016-00023. The ip1p was found to have a broken clamping ring (just after little screw tightening turn) on the probe ptio2. The incident date was not provided. The patient had no adverse consequences due to the product problem. The problem caused a 15 minute delay in procedure. A replacement device was available and used by the medical staff.

Manufacturer narrative:
Integra has completed their internal investigation on 12 sep 2016. The product was not returned for evaluation and the lot number is unavailable; no device history records review could be performed, the complaint is unverifiable. Upon review of integra¿s complaint system from (B)(6) 2013 - (B)(6) 2016, related to ip1p /ip1/ im1 im1s which include the same adjustable drill bit, no similar complaint was reported in 2013 and 2014, (B)(4) were reported in 2015. In 2016, (B)(4) similar complaint was received and this present event led to open (B)(4) complaints. No similar complaints were received for other licox products that include a drill bit with stainless steel adjustable stop. Given testing already performed by gms ((B)(4)) such breakage is known and the recent cases are not considered as a trend, based on the preliminary information available. (B)(4) ip1p /ip1/ im1 im1s products have been sold from 2013 to (B)(6) 2016, resulting in a complaint occurrence rate of approximately (B)(4). Note: around (B)(4) licox products have been sold since 2013 (complaint rate: (B)(4)). Conclusion: the complaint is unverifiable. For the (B)(4) linked complaints, the reported breakage occurred during screwing of the adjustable stop, it is possible that too high screwing force was used. The involved product was manufactured by integra gms facility (now closed). Manufacturing process include 100% visual inspection of this component assembly. Several causes can cause such a breakage and the exact cause of the reported cases could not be determined.